Manufacturer narrative:
The ge service rep performed an on site investigation. Replacement parts for the po cable were ordered. No conclusion can be drawn as further repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system would not display images. No patient injury was reported.